Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the procedure, the helix on the lead would not extend or retract properly. The lead was replaced. The procedure was completed without any adverse consequences.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of the inability to extend and retract the helix was confirmed in the laboratory. Visual inspection noted the helix was slightly bent. The cause of the bent helix could not be determined.